Manufacturer narrative:
Continuation of d10: product ID wr9230 , serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was that the patient was charging the implantable neurostimulator (ins) and after close to an hour and half of charging the ins was still not completely charged. The caller stated that the charge level only incremented from 50% to 80% in the time it was charging. Patient services (pss) tried to confirm if the patient had "excellent " or" good " when charging, but the caller stated that they " moved it around until it beeped". The caller was not with the patient to start a charging session of the ins to confirm connection. The caller stated that they will call ps when they are with the patient to perform additional troubleshooting steps. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that it was difficult to charge the implantable neurostimulator (ins) because this was a new experience for the patient. The patient tried to use the neck collar device that was provided, however because of the patients parkinson's disease, it was hard for her to stay still for very long. It was taking longer for the battery to recharge, way longer than the 30 minutes that was suggested when it was put in. During the end of the second week, a solution was found to recharge while the patient is lying down while watching television. The issue was resolved and the patient was able to recharge while laying down.